Event description:
It was reported that the purewick urine collection system sucked part of the blue piece into the tube and the suction in the system was stopped working. Per additional information received via email on 30aug2021 it was stated that the inner tubing in the wick was getting suctioned to the bottom of the wick which would not allow the urine to flow through the wick into the tubing and then into the canister.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pure wick urine collection system sucked part of the blue piece into the tube and the suction in the system stopped working. Per additional information received via mail on 30aug2021, stated that the inner tubing in the wick was getting suctioned to the bottom of the wick, which did not allow the urine to flow through the wick into the tubing and then into the canister.

Manufacturer narrative:
Per additional information received, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system sucked part of the blue piece into the tube and the suction in the system was stopped working. Per additional information received via email on 30aug2021 it was stated that the inner tubing in the wick was getting suctioned to the bottom of the wick which would not allow the urine to flow through the wick into the tubing and then into the canister.